Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
When using an evercross pta balloon, it was reported that there was a balloon burst. The balloon was inflated with an inflation device to nominal pressure. The procedure was completed using another pta balloon. There were no adverse consequences reported for the patient. Evaluation summary: the evercross was received for evaluation inside a biohazard zip-lock styled pouch. The evercross device was received with the balloon chamber in a post-inflation state with red dried biological debris within the balloon lumen. The device was inspected and could not locate a hole initially. A 10ml syringe filled with water was attached to the balloon manifold port. The plunger was pressed and a leak was observed coming from the balloon. The hole the leak was coming from was inspected under microscope using tweezers to enter the balloon lumen through the hole for identification purposes. The hole appeared to be longitudinal and between 1-2mm in length. The hole was approximately 6cm from the distal tip.